Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned for an evaluation, its condition could not be examined. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or come off the distal end of the endoscope when inflating it excessively. This can result in patient injury.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the balloon fell off the evis eus ultrasound bronchofibervideoscope into the patient during an unspecified procedure. The balloon was retrieved. There was no harm or user injury reported due to the event. The customer was unable to provide more information. This event is reported under the following patient identifiers: (B)(6) - balloon. (B)(6) - bronchofibervideoscope.

Manufacturer narrative:
The device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00088.